Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event. During the hospitalization, unspecified antibiotics (dose, route an frequency were not reported) was used for treatment of peritonitis. Pd therapy was discontinued. Ten days after the onset of event, the patient has recovered and was discharged from the hospital. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
Correction to previously submitted which was accidentally populated as 12/19/2019 instead of the correct 12/30/2019. Should additional relevant information become available, a supplemental report will be submitted.